Event description:
Follow up information received from the manufacturer representative (rep) reported that communication cannot be established with either the patient programmer (pp) or insr as of a while prior to date notified. A physician recharge mode (prm) has been performed and it was inquired if the patient could turn stimulation on themselves after they are able to charge. Additional information received from the rep on (B)(6) reported that the patient tried a prm three times with no success. The rep is to meet with the patient to perform a prm and it was recommended that they use the antenna locate feature to obtain optimal position.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that to the hcp's knowledge, the patient's charger was no longer functional as the patient presented for follow-up with the device off. It was also stated that the manufacturer representative (rep) was contacted to discuses troubleshooting options with the patient's family.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that poor communication was seen on the patient programmer. It was also confirmed that communication could not be established with the implantable neurological stimulator recharger (insr) and the patient has not had stimulation since (B)(6) 2016. The caller was redirected to the health care provider (hcp) to address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.